Event description:
Pt stated that they have been a diabetic for several years. Currently they are taking lantus and humalog insulin. Pt takes eight units of humolog in the morning and at supper. Prior to bedtime, pt takes thirty units of lantus. Pt stated that they began using fixadent complete for the adhesion of their dentures in november 2002. Pt immediately noticed that their blood sugar readings were erratic. Pt monitors their blood glucose levels 4-6 times a day. Pt averages @ 100. Pt stated that they used the fixadent for approx two weeks and blood sugars averaged @ 120. Pt stated that they had to supplement with the humalog. During this time, blood sugar readings were as high as 240. In december 2002, pt discontinued the use of fixadent and within one day they observed that blood sugar levels returned to the norm. Pt stated that they contacted the MFR and they stated that no sugar was in the product.